Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review. The root cause was due to defective drive train as a result of normal wear and tear of the device. The autopulse platform was manufacture in 2014 and is 6 years old, beyond the expected service life of 5 years. Unrelated to the reported complaint, a bent battery lock and damaged user interface membrane were observed during visual inspection. The probable cause for the physical damages were due to the damage sustained by user mishandling. During archive data review, latch error 139 (unable to hold compression position) was observed on the reported event date, thus confirming the reported complaint. Initial functional testing of the returned autopulse platform could not be performed due to a "system error, out of service, revert to manual CPR" message. An autopulse vision software was used to clear the error message on the autopulse platform. Brake gap inspection was performed and observed brake gap was not within specification and cannot be adjusted. The root cause of was due to a defective drivetrain motor. After replacing the drive train, battery lock and ui, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed all functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message. Patient use information was requested but no additional information was provided, therefore patient use is unknown.